Event description:
The beds hi/low function is drifting.

Manufacturer narrative:
The facilities maintenance department replaced the beds hi/low drive screw to repair the bed. Chapter 6 of the service manual (man013re) documents a function check for hi/low drive screw as part of preventative maintenance. As part of the procedure, this should be inspected for proper lubrication.